Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This report is being filed to correct the device manufacture date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected intermittent high out-of-range right ventricular (rv) lead impedance measurements. Boston scientific technical services (ts) noted that this started around (B)(6) 2019 and inquired if the patient had fall or accident around this timeframe. Ts recommended aggressive isometrics and pocket manipulation to rule out a lead issue. Ts also recommended a high-resolution x-ray to identify a conductor issue or connection issue. Ts noted that if no lead issue could be identified, then monitoring the patient would be recommended. The recommended troubleshooting was performed and nothing suspicious was observed. The patient will be monitored. No adverse patient effects were reported. The device remains in service.